Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that there was no acoustic imaging from the catheter. The catheter was replaced and the issue was resolved. Multiple attempts were made via email to obtain additional information regarding the reported event but with no results.

Manufacturer narrative:
Investigation: the complaint of no acoustic imaging from the acunav catheter was investigated. The probable root cause was due to stack damage, caused by user handling. The corrective and preventive action is for biosense webster customer service engineers to communicate this problem to their customers, and to use extra caution when handling the stack part of the catheter.